Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have commenced forward firing. How the procedure was completed is unknown. "No damage to the patient" reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.